Event description:
It was reported that implantable pacing lead was experiencing an increase in short interval counts (sic), short and fast episodes of non-sustained tachycardia, and noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354vrg implantable cardioverter defibrillator (ICD), implanted: unknown. (B)(4).